Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for motor errors and that the customer's blood glucose was high. The blood glucose reading was 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
The unit passed the rewind, basic occlusion test, occlusion test, prime test, a33 test, excessive no delivery test and displacement test. There was no motor error alarms noted. The motor was tested outside the device and passed. The unit was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The unit was received with minor scratched display window. The unit was received with missing end cap sticker.